Event description:
During this procedure, an endoscope was passed into the pt with an overtube on the outside of the endoscope. The overtube has 2 balloons that inflate/deflate - allowing passage of endoscope through the small bowel. For this particular procedure, one of the balloons would not deflate completely, and the endoscope had to be removed with the balloon partially inflated. Though this could have resulted in tissue trauma, no patient injury was realized.